Manufacturer narrative:
The device was nit returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The aci clinical specialist reported that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closer device 6f/7f to close rth access site. It was reported that the balloon lost pressure during pullback at the first stop and the device pulled out of the patient's body. A device from another manufacturer (angioseal) was deployed successfully. The patient was not hospitalized due to the mynx device/mynx procedure. No further information is available.